Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history report shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
It was reported that the suture fell apart and is currently stuck inside a patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Visual inspection took place on ten (10) samples received from product code mon200lp, samples were received in their corresponding wrapping (foil) and sealed pouches. No dimensional inspection was performed since the complaint is related to a functional issue. However, based on the functional results, some measurements will be taken and documented as part of the investigation of the nc. Needle clamp (attaching) testing was performed to all samples received. A total of twenty (20) trials were done since this product code configuration contains a bullet in each side of the suture. According to the work instruction wi-OEM-232 the required specification limits are: 6.6 lbs. As group's average and a minimum of 5.8 lbs. As other remarks: individual. The results show one sample with 1 result below of the minimum limit with a result of 5.36 lbs., the other nineteen results were found within the acceptable limits. See the inspection results form wi-OEM-232/f1. Based on the findings during the functional inspection, the non-conformance has been issued in order to document the investigation, root cause and the appropriate corrective actions. Customer complaint is confirmed based on the functional results where one piece resulted below of the minimum limit. An internal non -conformance has been created in order to complete the investigation process. The manufacturing personnel has been notified about this event as awareness. Conclusion - no conclusion code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
It was reported that the suture fell apart and is currently stuck inside a patient. The patient's condition was reported as fine.